Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no response to the screen once the external pulse generator was opened. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis, it was noted that a small screen line jitter was present and the data did not display. The liquid crystal display module was changed and the device passed its functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no response to the screen once the external pulse generator was opened. The generator was returned for service. There was no patient involvement.